Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the following allegations have been investigated: vena cava perforation. The reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2009. Several prongs of the patient's ivc filter perforate the ivc and further perforate and abut other structures. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2009 due to deep vein thrombosis (dvt). Patient is alleging organ/ vena cava perforation, tilt, perforation abutting other organs. Patient further alleges "multiple prongs of the filter implanted in my body have perforated my ivc. Further, one prong of the filter is abutting my right proximal ureter, a second prong is abutting my duodenum, and a third prong has perforated my anterior l3-l4 disc space. The filter has also tilted substantially. I live with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. I am worried because my filter has tilted within my vena cava and perforated outside of it abutting and perforating other organs." Per computed tomography report, "caval perforation: yes. 10 o'clock grade 3 extending to the right proximal ureter. 9 o'clock 3.4 mm grade 2. 7:30 o'clock 2.9 mm grade 2. 6 o'clock 6.5 mm grade 2. 7 o'clock 11.1 mm grade 2. 4 o'clock 6.8 mm extending into the anterior l3-l4 disc space. 12 o'clock 6.5 mm grade 3 extending to the duodenum. Tilt: yes. Left-sided tilt measuring 15.81 degrees. Anterior tilt measuring 9.53 degrees."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ perforation, tilt, anxiety and worry. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety and worry is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown. The alleged celect is manufactured and inspected according to a43498 (celect mi), a43590 (celect qci). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.